Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check, beep tones were heard. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check, beep tones were heard. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. A memory error was recorded on (B)(6) 2022 followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis determined the memory corruption appeared to be due to an issue with a digital integrated circuit component.